Manufacturer narrative:
Evaluation codes results/conclusions: moderate tortuosity with 100 percents stenosis. Other - no device returned for evaluation or cine films.

Event description:
A 1.5 mm x 15 mm sprinter rx dilatation balloon catheter was used to predilate an lad lesion. The lesion morphology was moderate tortuosity, 100 percent stenosis with little calcification. It was reported that the balloon was advanced to the intended lesion site. It was reported upon first inflation of the balloon that the balloon burst at 6 atmospheres. The balloon was successfully removed from the patient as one unit. It was reported that the case was completed with another manufacturer's balloon. The device has been discarded. No clinical sequelae were reported and the patient is reported to be fine. Please note that this device (lot number 0000100125) is distributed outside the united states; however, it is similar to the united states distributed product.